Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-05289. It was reported that patient experienced ineffective therapy and pain at ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was relocated and the lead explanted and replaced to address the issues.

Manufacturer narrative:
Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.